Manufacturer narrative:
The investigation for the reported ectopy has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vt could not be determined. Corrections to the initial MFR report: d8/d9 the pump was never returned for evaluation. Therefore corrections to the questions "device available for evaluation" is changed no. Device returned to MFR changed to no.

Manufacturer narrative:
The impella device was received from the customer on 26-aug-2024 , therefore, an investigation of the device is underway. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 54-year-old male was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella 5.5 support and there were low purge pressures. The purge cassette was replaced and pressures stabilized. Additionally, the patient had frequent ectopy. The pump was repositioned and the ectopy resolved.